Event description:
Our MDR - high impedance of the ICD electrode was observed and the physician suspected a lead failure and decided to replace the lead. However, the lead looked fine during the operation and the ICD was replaced instead. Shock-impedance was 55 ohm. On (B)(6) 2011, the shock impedance was found to be over 150 ohm according to home-monitoring. During the f/u on (B)(6) 2011, it was noted that the shock impedance was 91 ohm. At the implant, the shock impedance was between 50 - 60 ohm. The lead was changed from bipolar to unipolar. After that the shock impedance was between 60-90 ohm. On (B)(6) 2011, shock impedance was recorded at over 150 ohm by hm. On (B)(6) 2011, the lead was replaced. However, there was no problem with the lead measurement when in bipolar: 50 - 52ohm, or unipolar 60-70ohm. The physician also decided to replace the ICD.

Manufacturer narrative:
Ous MDR.